Event description:
Revision surgery - the pt was a chronic dislocator, times greater seven. The last three times, the pt reduced himself, and was loose. It appears he was "edge-loading," metal - metal liner diameter shell and significant metallosis resulted. The surgeon lavaged the site, debrided the affected tissue, and replaced the head and insert (x-alt).